Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned without the burr loaded on it; therefore, no sign of jamming could be found. The body of the guidewire was kinked. Spring tip was observed bent. E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the rota wire had rotated together with the rota burr. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion of the rota burr into the catheter in dynaglide mode, it was noted that the wire became twisted, and the dyna turbo occurred. It was thought that the wire had rotated together with the rota burr. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the rota wire had rotated together with the rota burr. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion of the rota burr into the catheter in dynaglide mode, it was noted that the wire became twisted, and the dyna turbo occurred. It was thought that the wire had rotated together with the rota burr. The procedure was completed with another of the same device. There were no patient complications were reported.